Manufacturer narrative:
The evaluation noted in the revision reported based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
Approximately 5 years postop the initial right tka, this (B)(6) y/o female, patient has a history of drug abuse. Patient's right knee was painful, infected. Insert removed, knee washed out, new insert implanted. Patient was last known to be in stable condition following the event. Device not returning because hospital discarded at time of surgery.